Manufacturer narrative:
It was reported that before the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the patient¿s body, its hemostatic valve completely broke off in one piece. The sheath was replaced, and the issue resolved. No patient consequences were reported. Device evaluation details: on (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected and brim cap was found detached from hub. Hemostatic valve and friction ring were not returned. Small traces of glue residues were found on brim cap and this is evidence that the device was properly manufactured. A device history record evaluation was performed for the finished device 00001084 number, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed. The root cause of the brim cap and hemostatic valve detachment could be related to handling of the device during the procedure however, this cannot be conclusively determined. All units are inspected prior leaving the facility and DHR verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a right sided atrial flutter (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small a hemostatic valve separation issue occurred. It was reported that before the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the patient¿s body, its hemostatic valve completely broke off in one piece. The sheath was replaced, and the issue resolved. No patient consequences were reported.